Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one pt. Complaint summary: date: unk, inratio: 0.9, time between testing: (unk). Pt's therapeutic range is: 1.8 - 3.0. Customer was milking the finger after finger-stick, did not obtain sufficient blood sample, was using one finger-stick for multiple tests, added multiple drops of blood, and the sample was not applied immediately after each finger-stick. No further information was provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product associated with the complaint was returned. No strip lot info was available for further action. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Trend analysis is not required due to no strip lot info provided. This issue will be subject to tracking and trending.